Event description:
The device was used during a laparoscopy. It was reported the device would not stay armed when pushed into the incision. A second device was opened to complete the case. There was no consequence to the pt.